Event description:
The territory business leader (tbl) reported that this patient has had trouble keeping the v-go on. The tbl stated that the patient put on a v-go on (B)(6) 2019 at about 12pm and it fell off at about 2pm. The patient told the tbl that she thought it was due to sweating. The patient wears the v-go on her abdomen. The tbl stated that this has happened at least once before this incident per the patient. The tbl said she recommended that the patient try putting the v-go on the back of her arm.